Event description:
It was reported that the right ventricular lead exhibited noise causing pacing inhibition. It was noted that there has been a placement of a new lead in 2017 that also had noise issues. The physician elected to remove both leads. The patient was in stable condition.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. Visual examination of the lead found two external insulation abrasions breaching the outer insulation and exposing the outer coil proximal and distal to the suture sleeve tie impression. The cause of reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to device can and friction to another device or feature of patient anatomy.